Event description:
It was reported that this patient, who has drop foot, had fallen down the steps sometime in (B)(6) 2012. The patient reported it was told to them that there was "quite a bit, like 6.6" of residual. In addition, it was reported that the pump "wasn't working" and that "I wasn't getting anything" and therefore, it needed to be replaced. The pump was reported to be replaced on (B)(6) 2012 and at that time it was discovered that the tip of catheter was broken in the patient's spine. This could not be removed as it was imbedded too deeply and a new catheter was implanted. The patient reported having "some problems" and was "put in one of the units." This device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 lot# l78687, implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the pump was replaced because "it was time to have the pump changed" but apparently they got a residual of like 6 ml as reported prior and that there was a catheter break. Per reporter there was no testing done. It was added that patient was in intensive care after replacement (duration not reported). Patient recently had a refill and they were titrating the dose up; right now she's at 0.7713mg/day and they were trying to gradually get her back to her old dose which was 2-3mg/day. Patient had dilaudid in the pump since a year and a half prior to which it was morphine.